Event description:
This event was reported as endocarditis with sub-annular abscess as a result of purulent discharge from nephrostomy tube (kidney). Medical therapy with antibiotics did not stop infection and vegetation was noted on valve, spleen and kidneys. No further info was provided.